Manufacturer narrative:
H6:yielded jaws. Ligaclip endoscopic rotating multiple clip applier-based on the information received and the visual and functional results, it was concluded that the jaws and the feedbar were damaged. Due to the damage to the instrument, it was confirmed that the clips feed slowly. However, there were no anomalies noted with the clips falling from the jaws. No conclusion could be reached as to how the damage to the jaws and the feedbar occurred. Each instrument is inspected thoroughly during the manufacturing process and damage of this nature would be found during inspection and testing of the instrument.

Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip fed into the jaw slowly. The clip dropped from the jaw. (Could retrieve form the patient). There was no consequence to the patient. 03/12/1998 additional info from affiliate. Surgeon used another clip applier to finish the case.